Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of firm nodules, swelling, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: ¿ injection of more than 6.0 ml of juvéderm volbella® xc injectable gel has not been studied for lip augmentation and correction of perioral rhytids. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: ¿ most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. ¿ treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. ¿ in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae.

Event description:
Healthcare professional reported patient was injected with four syringes of juvéderm volbella® xc in the lips, perioral area, and marionette lines. About two months later the patient was injected with two syringes of juvéderm volbella® xc and one syringe of juvéderm vollure¿ xc in the nasolabial folds, oral commissures, perioral region, marionette lines, and anterior cheek. Almost three months later the patient presented with "subcutaneous firm nodules" and swelling in the nasolabial folds, oral commissures, and marionette lines. The injector stated the nodules "are going all the way down to the mandible." The injector also stated the patient is experiencing "a little bit of erythema in a few of the areas." The patient does not have any systemic symptoms and the areas are not tender. The patient has been treated with vitrase on four separate occasions, with the first injection occurring the day the symptoms began. Patient was additionally treated with prednisone a week later. The symptoms are ongoing. The patient applies "topical vitamin c" concomitantly. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01143 ((B)(4)) and MDR ID# 3005113652-2017-01145 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm volbella® xc, also a device manufactured by allergan.